Event description:
The new dexcom 7 paired with the omnipod insulin pump requires a precise pairing that never ever had to happen with the dexcom g6. The weak signal of the dexcom g7 has made my a1c undoubtably higher because of the weak signal. I would be reading a book and my bgl(blood glucose level) would be in the 300's because of the fact that the g7 would lose its signal. This gross neglect needs far more attention. Literally every sensor "profanity".